Manufacturer narrative:
Hydraulics sub-assembly.

Event description:
It was reported by service report that the power pro cot has a leaking hydraulic sub-assembly. No pt involvement or adverse consequences are reported.